Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display on the insulin pump is blank; he changed the battery but the display did not return. The insulin pump does not have physical damage, just normal wear and tear and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. The customer did not have another battery to test. He also mentioned that 2 months ago the insulin pump alarmed unexpected restart. He was advised to change the battery as soon as possible and revert to a backup plan if the display does not return until the replacement battery cap arrives.